Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial (B)(4) description: avista MRI perc lead kit, 56 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection and was hospitalized. The patient underwent an explant procedure. No further information could be obtained.